Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter had a kink inside the balloon and was unable to be straightened out. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: visual inspection of catheter 2af284 / 90778 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for twelve applications on the date of the event. The catheter 2af284 / 90778 passed the performance test as per specification. The dissection and pressure test showed a guide wire lumen kink inside the balloon at 1.3 inches from the tip of the catheter. Pressure test did not show leaks. In conclusion, the reported issue (guide wire lumen kink) was confirmed through testing but not through data analysis. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.